Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a patient that their personal diabetes manager (pdm) will not turn on after charging for a long period,. They also stated that the battery is always hot and and it is no longer taking a charge.